Event description:
Related manufacturing reference number: 2017865-2022-15254. It was reported that the patient presented for a device upgrade procedure from a biventricular pacemaker to biventricular implantable cardioverter defibrillator (ICD). Prior to the procedure, it was noted that the chronic right atrial lead exhibited high capture threshold. The physician decided to replace the lead during the upgrade. During the procedure, the new right atrial lead exhibited failure to sense and failure to capture. The new right atrial lead was removed and the chronic right atrial lead was left installed. The patient condition was stable.